Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: prior to a ladg (lap assisted distal gastrectomy) procedure, the packaging was opened and it was found that the silver ring had broken off. The device did not come in contact with the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one powered staple handle and three photos. The event report alleges the product was used in a surgical procedure. The photos show a powered staple handle with a disengaged quick connect assembly. Visual inspection of the handle noted the quick connect was disengaged. The ball ramp component of the quick connect assembly was measured and was found to be smaller than the minimum specifications. No further functional abnormalities were noted. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a quality issue with a component obtained from a third party supplier and a process enhancement has been initiated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a ladg, upon opening package, they found the silver ring was broken off. The event occurred prior to the procedure. The procedure was completed with another device. The patient gender is not available. The patient age is not available. The patient weight is not available.